Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. Calibration was last performed on 14-may-2025 with acceptable results. Qc was acceptable. There was no indication of a reagent performance issue. There were multiple voltage level error alarms noted on the alarm trace data from the day of the event. The field service engineer (fse) found an issue with the degasser. The fse flushed the vacuum flow path and replaced the degasser. Ise checks were performed with no errors. The investigation determined that the issue found by the fse was the root cause of the event.

Event description:
The initial reporter complained of instrument errors and questionable results for an unspecified number of patient samples tested on a cobas 8000 ise 1800 module. The customer was receiving instrument alarms, and an ise check failed, which prompted a review of patient results and repeat testing. The customer provided examples of discrepant results for 2 patient samples tested for sodium electrode (na), potassium electrode (k), and chloride electrode (cl). Patient 1 initial na result was 101 mmol/l. The repeat result was 129 mmol/l. The initial k result was 3.6 mmol/l. The repeat result was 4.6 mmol/l. The initial cl result was 118 mmol/l. The repeat result was 94 mmol/l. Patient 2 initial na result was 131 mmol/l. The repeat result was 140 mmol/l. Repeat testing was performed on a different ise module. No questionable results were reported outside of the laboratory.